Event description:
It was reported the pt is without stimulation and the amplitude is auto-reducing when increased. Follow-up identified reprogramming temporarily resolved the issue. However, auto-reducing is duplicated as well as a loss of therapy. The pt will meet with the sjm representative as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.